Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had liquid malfunction. It was also observed that the device failed the following pre-tests marking and labeling, check position of motor shaft, check motor shaft abrasion and free moving, in formation button and self-test, charging and checking of power module in charger and check indicator - liquid damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure before use on patient, it was observed that the power module device service lamp was not working. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.